Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced a needle that would not retract during use. The following information was provided by the initial reporter: this is a report about needle retraction failure. The hcp pressed the button to withdraw the needle but the needle was not retracted.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced a needle that would not retract during use. The following information was provided by the initial reporter: this is a report about needle retraction failure. The hcp pressed the button to withdraw the needle but the needle was not retracted.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used un-retracted unit in an opened package. In addition, five photographs were received which displayed similarities to that of the returned unit. Through the microscopic evaluation no damage to the grip, spring, button or barrel were observed. Adhesive was noted on the outside of the hub and on the button, which is a defect known to affect retraction. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excess adhesive on the outside of the hub and into the button. It was then cured and essentially glued the button to the hub, preventing retraction from occurring. A device history record review showed no non-conformances associated with this issue during the production of this batch.